Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the first revision surgery performed after the primary tha surgery. This pc reports about the second revision surgery performed after the first revision surgery. It was reported that on (B)(6) 2021, the patient underwent the second revision surgery because dislocations due to wear of the liner had occurred 3 times in this year. In the second revision surgery, the liner and head were replaced with new ones. Doi: unknown, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.